Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was advanced and ended up perforating the appendage. The was was left in place to plug the hole. Then a surgeon performed laparoscopic atrial clip of the laa which closed off the hole. The was was removed retracted. The patient was asymptomatic throughout and no further complications reported. The patient was doing fine.